Manufacturer narrative:
Lot number is unknown. The possible batches are: 119124, 719153, 720231, 720123, 719392, and 720081. Analysis and results: there are no previous complaints of any of the possible batches. We manufactured (B)(4) units of the batch 119124; (B)(4) units of the batch 719153; (B)(4) units of the batch 719392; (B)(4) units of the batch 720081; (B)(4) units of the batch 720123; and (B)(4) units of the batch 720231. There are no units in stock of the batches 119124, 719392 and 720081, and (B)(4) units blocked of the each of the possible batches 719153, 720123, and 720231. We have not received any sample from the customer for analysis. Without any sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing records, these products had a normal process, and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the possible affected products do not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample or more information about the batch number is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with novosyn suture. The client reported that the needle is detached from the thread very easily during laparoscopic surgery. The tissue sutured was normal. There is no more information available.